Event description:
A diabetic patient obtained blood sugar results of 368 mg/dl and hi with the suspect device. Testing at the firestation with an unknown monitor gave 500 mg/dl. The following morning, the suspect device gave 302 mg/dl, and the patient went to the hospital because of symptoms. A blood glucose of 600 mg/dl was obtained by a lab method followed by a result of lo with the suspect device and 482 mg/dl by the lab. The patient was treated with intravenous insulin.